Event description:
It was reported that during a thoracoscopy procedure, after shooting the machine in the lung, the surgeon could not open the jaws of the machine. The device was stuck despite the efforts of the surgeon following the sales rep instructions, who arrived on the scene 15 minutes after being contacted. The consequences that resulted was the conversion to a thoracotomy surgery (the patient was open) so that the surgeon could make the recession of the surrounding lung tissue in order to free the machine. Given this situation the surgeon was forced to perform almost a total lung recession for the patient. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes. After the liberation of the machine, the sales rep manage to succeeded in opening the machine in his fourth attempt. The condition of the patient immediately following the event was stable.

Event description:
It was reported that during a thoracoscopy procedure, after shooting the machine in the lung, the surgeon could not open the jaws of the machine. The device was stuck despite the efforts of the surgeon following the sales rep instructions, who arrived on the scene 15 minutes after being contacted. The consequences that resulted was the conversion to a thoracotomy surgery (the patient was open) so that the surgeon could make the recession of the surrounding lung tissue in order to free the machine. Given this situation the surgeon was forced to perform almost a total lung recession for the patient. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes. After the liberation of the machine, the sales rep manage to succeeded in opening the machine in his fourth attempt. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.